Manufacturer narrative:
The biomedical engineer (bme) reported the central nurses station (cns) was lagging and that all vitals on the screen dropped out for a few seconds in all sectors. However, the unit was working normally, and it was connected to a keyboard/video/mouse (kvm) solution. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm solution. Model #: gem-ex. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was lagging and that all vitals on the screen dropped out for a few seconds in all sectors. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported the central nurses station (cns) was lagging and that all vitals on the screen dropped out for a few seconds in all sectors. However, the unit was working normally, and it was connected to a keyboard/video/mouse (kvm) solution. No patient harm was reported. Investigation summary: the root cause is related to the improper configuration of the displaylink, which is used as a usb-hdmi driver. The group policy was not disabled for usb detection. Nka was able to resolve this issue by reinstalling the displaylink driver using the correct procedure. No further investigation is required. Additional device information: d10 concomitant medical device: the following device was used in conjunction with the cns: kvm solution. Model #: gem-ex. Serial #: na. Device manufacturer data: na. Unique identifier (UDI) #: na. Returned to nihon kohden: not returned. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported the central nurses station (cns) was lagging and that all vitals on the screen dropped out for a few seconds in all sectors. No patient harm was reported.